Event description:
The surgeon implanted a aa4207vf plate silicone lens. The scrub technician stated that the lens tore upon insertion into the eye. The incision was enlarged to remove the lens. No pt injury. The injector model: msi-tr. The cartridge model: mtc-60 fp, lot numbers were not specified by the facility.